Manufacturer narrative:
The pod was received deployed. Download data shows device delivered 768 pulses before being deactivated. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The needle mechanism was manually reset to the not deployed state, and then manually deployed. No issues were seen during this test. The download data from the returned device showed that an 0x31 alarm had been generated, indicating that a command was received in an invalid pump state. Rerun of the pod did not replicate the alarm. The exact cause of the 0x31 alarm could not be determined.

Event description:
It was reported that the patient's blood glucose levels reached 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's pink slide did not move forward, indicating a needle malfunction.